Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause was not identified. The not functioning touch screen was caused by a failure of the circuit board. It is presumed to be an accidental failure because the device was shipped in compliance with the specifications and because there was a failure in which the tendency for multiple outbreaks had not been confirmed. The cause was a failure of the gas inlet and electro-pneumatic proportional valve. Since the device has been shipped in compliance with the specifications, and the tendency of multiple outbreaks has not been confirmed, it is estimated that it is an accidental failure or a failure due to handling (excessive load on the device). The following information is provided in uhi-4's instruction manual, which may prevent indication phenomenon: "[6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit¿s touch screen was not functioning properly during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The display on the front panel was found in bad condition during the inspection. Additionally, the image was not present due to a faulty printed circuit board. There was a gas leakage found due to a defective thread of the gas inlet, and another gas leak due to a defective valve. If additional information becomes available following the device evaluation, a supplemental report will be filed.